Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the exposed svc (superior vena cava) defibrillation and exposed rv (right ventricular) defibrillation coils became extrinsically distorted due to kinking/buckling. Also the visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads both had to be revised due to the patient¿s twiddler syndrome. The rv lead was unable to be repositioned so it was explanted and replaced. The ra lead was dislodged and was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): d314trm implantable cardioverter defibrillator 2012-(B)(6), 4195 implantable pacing lead 2012-(B)(6), 5076 implantable pacing lead 2010-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.